Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot #: (B)(4), ubd: 2019-08-28, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) was inserted across the tricuspid valve and two locations were attempted. When the ipg was retrieved the delivery system was removed from the sheath to check the integrity of the ipg's tines. It was, "apparent that there was a pronounced deformity of the delivery system that would potentially cause great difficulty in finding an acceptable position." No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID; mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and the lumen of the delivery system was damaged. The delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. There was a visual observation with the delivery system. Blood was observed on the sheath. Blood was observed on the outer shaft of the delivery system. The analyst noted the full delivery system was returned with the device intact in the sheath. The shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. There are material voids in the sheath without breaching the sheath. There is blood on the shaft located at the distal end of the stability member. There is contrast on the stability member. If information is provided in the future, a supplemental report will be issued.